Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During installing the multipurpose drain, the hub separated. The physician removed the catheter and used another of the same device. No harm to the patient and no additional procedures or intervention was required.